Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000158, serial/lot #: none. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the x-stage cover was bent. This issue was discovered during a planned maintenance (pm). There was no patient involved. It was also reported that the damage to the cover was likely caused by an improper docking procedure. It was also noted that the damage was minor and not affecting functionality.